Manufacturer narrative:
Result: siderail panels. Broken footboard module tabs.

Event description:
It was reported by service report that the head end siderail and foot end siderail panels were damaged. It was further reported that the footboard modules had damaged tabs. It is unknown if there was pt involvement, however, no adverse consequences were reported.